Event description:
It was reported that the ilet displayed dosing stopped alerts instructing to connect cgm or enter bg after the ilet lost power, which led to dexcom g7 continuous glucose monitor (cgm) signal loss and a sensor showing as pairing, consistent with intermittent communication failure and involving the antenna device component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 following device power loss, consistent with intermittent communication failure and involving the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.